Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, once the suture was deployed and the device was pulled back it was noticed that a large loop of the suture (the white link) was outside the pt. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.